Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes (blurry vision, muscle cramps and shakiness). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note 1: manufacturer contacted customer in a follow-up call on 16-sep-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated he was still experiencing the symptoms of blurry vision, muscle cramps and shakiness. Customer stated he does not want to answer any questions about his personal health. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 173, 328, 158, 178 and 102 mg/dl. The customer does not know their expected blood glucose test result range. The customer reported experiencing symptoms of blurry vision, muscle cramps and shakiness; medical attention was not needed at the time of the call. Customer stated the symptoms started prior to using the true metrix air meter. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/22/2027 and open vial date is 1 week prior to the call. The meter memory was reviewed for previous test result history: result 1: 173 mg/dl date: (B)(6) 2025 time: 11:38am fasting. Result 2: 328 mg/dl date: (B)(6) 2025 time: 11:37am fasting. Result 3: 158 mg/dl date: (B)(6) 2025 time: 11:37am fasting. Result 4: 178 mg/dl date: (B)(6) 2025 time: 2:16pm unknown. Result 5: 102 mg/dl date: (B)(6) 2025 time: 2:18pm unknown.